Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 627282, 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" in (B)(6) 2009. The patient's medical history included thyroid cancer, hypothyroidism, cesarean section, thyroidectomy, uterine dilation and curettage, tonsillectomy, adenoidectomy, bunionectomy, multigravida and parity 2. Concomitant products included levothyroxine sodium (synthroid) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstruation irregular ("irregular menses") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menstruation irregular, abdominal pain and uterine leiomyoma had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: fu: (B)(6) 2019: essure insertion date: (B)(6) 2008. Insertion detail: the coils were fired and there was approximately two coils seen within the endometrial cavity. Representative pictures were taken and the same procedure was done on the left hand side with the same results. There were no complications. Both coils were well placed without difficulty and the patient was sent to the recovery room in stable condition. Surgical pathology report revealed cervix with mild acute and chronic cervicitis endometrium with features suggestive of prior ablation leiomyomata of myometrium (largest 1.7 cm) bilateral fallopian tubes with benign paratubal cysts metallic coils present in both fallopian tubes (gross diagnosis only). No evidence of malignancy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, irregular menses." Lot number: 627282, manufacturing date: 2008/05, expiration date: 2010/05. Lot number: 627292, manufacturing date: 2008/05, expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 627282, 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" in (B)(6) 2009. The patient's medical history included thyroid cancer, hypothyroidism, cesarean section, thyroidectomy, uterine dilation and curettage, tonsillectomy, adenoidectomy, bunionectomy, multigravida and parity 2. Concomitant products included levothyroxine sodium (synthroid) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), fibroid uterus, menorrhagia"). On an unknown date, the patient experienced menstruation irregular ("irregular menses") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menstruation irregular, abdominal pain and uterine leiomyoma had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: fu: 29-may-19: essure insertion date: (B)(6) 2008. Insertion detail: the coils were fired and there was approximately two coils seen within the endometrial cavity. Representative pictures were taken and the same procedure was done on the left hand side with the same results. There were no complications. Both coils were well placed without difficulty and the patient was sent to the recovery room in stable condition. Surgical pathology report revealed cervix with mild acute and chronic cervicitis endometrium with features suggestive of prior ablation leiomyomata of myometrium (largest 1.7 cm) bilateral fallopian tubes with benign paratubal cysts metallic coils present in both fallopian tubes (gross diagnosis only). No evidence of malignancy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, irregular menses." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: this case is incident. Reporter information was added. Essure indication was amended. Essure removal date was added. Essure lot number was added. Her historical conditions were added. Previously reported unspecified event injury was updated to more specified events: pain: pelvic pain, abnormal bleeding (vaginal, menorrhagia), fibroid uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal pain, irregular menses and plaintiff did not undergo essure confirmation test were added. She had recovered from all the aforementioned events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.